Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length lens.

Manufacturer narrative:
Secondary surgery. (B)(4).